Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and passed the energy recognition; however, failed to deliver energy. The instrument failed the continuity test for one of the grips. There was no obvious damage seen on the conductor wire at the distal end through a visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) pin that would cause the break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed the conductor wire had broken at the proximal end, near the internal hypo tube-cable junction. The internal hypo tube junction was within the main tube, near where it meets the lower chassis. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not deliver energy. The procedure was completed with no reported injury.